Event description:
It was reported that while reinserting the connector pin during atrial lead revision, it was noted that the set screw could not be inserted into the header. The device was explanted and replaced. Patient will continue to be monitored.

Manufacturer narrative:
Upon receipt, the atrial septum was damaged and the set screw was missing. It is believed that the set screw was lost during lead revision. The set screw was backed out and probably went through the septum.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, the atrial septum was damaged and the set screw was missing. It is believed that the set screw was lost during lead rev...